Event description:
Reporting status: serious injury - permanent damage/surgical intervention. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2008, the patient underwent stenting of the pre-dilated 1st obtuse marginal with a xience v stent. At an unknown time in (B) (6) 2009, the patient experienced angina. The patient was hospitalized. Diagnostic angiography was performed on (B) (6) 2009 - results not reported. A functional stress test was also performed and was positive [ischemia]. A five vessel coronary bypass grafting was performed on (B) (6) 2009, involving the first obtuse marginal. On (B) (6) 2009, the cardiac enzymes were elevated - troponin level 4.33, ck level 6773, and ck mb level 39.8. The patient was discharged home on (B) (6), 2009, with no complications. There is no additional information available.

Manufacturer narrative:
(B) (4). (B) (4).